Event description:
The reporter, indicated the surgeon implanted the icl implantable collamer lens in both eyes (ou). The patient reported, at one month post-op she has been experiencing haloes wiht round lights all times of the day. The surgeon felt it may be the center hole in the icl lens. The lenses remain implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Claim # (B)(6).